Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined two station are not communicated. A technical support specialist tested ran port checking application in the stations and got the result that they are unable to communicate with the server to resolve this issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system it was disconnected mode and critical override. Customer reported user error message on the station and there were still able to dispense medication from other stations. No delay in patient care. There were no adverse events or injuries reported based on this event.